Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mmx143cm coyote es balloon catheter was advanced for pre-dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 5 seconds. The device was completely removed from the patient through the 6f non-bsc sheath. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.